Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and all conductors were fractured. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was flexed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had unacceptable thresholds, an apparent fracture, non-capture and high impedance measurements that were greater than 9999 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku